Event description:
The recipient reportedly experienced intermittencies. External equipment was exchanged and programming adjustments were attempted, however, the case was not resolved. Revision surgery will be scheduled.